Event description:
The customer reported that the dash 4000 shut down while monitoring a critical patient. The patient reportedly had a respiratory/cardiac complication and had to be resuscitated. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
.